Event description:
Factory analysis of a returned cpu pcb board revealed a component failure that can result in a shutdown of the ventilator during normal ventilation mode operation. The user must provide alternative ventilation if in use and have the ventilator serviced.